Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during the analysis. The customer reported complaint was confirmed. It was found during visual inspection that the downstream occlusion(dso) seal was detached. The dso seal was replaced.

Event description:
It was reported that the pump had displayed an error code 41786. The event occurred during testing. A detached downstream occlusion (dso) seal issue was identified in the device evaluation.